Manufacturer narrative:
Evaluation of the device in mfg's laboratory revealed extensive calcification within each cusp which resulted in stenosis of the effective orifice area, multiple disruptions, including detachment of the right and noncoronary cusps, as well as incomplete coaptation. Host tissue overgrowth encroached onto each cusp, contributing to stenosis of the valve. Stent distortion was also noted and appeared artifactual of explant. Aray analysis revealed calcification within the aortic wall and belly of each cusp, especially conctrated at each attachment site. Additionally, calcification was noted in the free margins of the left and noncoronary cusps. The primary care for dysfunction of this valve was determined to be due to extensive calcification.

Event description:
"Worn out."